Event description:
It was reported that, during an unknown surgery, the blade was broken inside the abdominal cavity midway through the operation. The broken part was found near the operation section. There was no effect on the patient. No pieces were left inside the patient another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 2/12/2026 b3: unknown; captured as awareness date d4 batch #: unknown d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested and the following was obtained: ·is it correct in understanding that all broken pieces that fell off inside the patient's body were removed? =>yes, all broken pieces were all removed. ·please tell us how the broken pieces were removed from the patient's body. (For example, the broken pieces were retrieved with forceps while under endoscopy?) =>the broken pieces were retrieved using forceps (under endoscopy). ·was there any bleeding or tissue damage observed when this incident occurred? (Please also let us know if any additional treatment was required.) =>no tissue damage was observed. ·will the broken pieces be sent with the returned device? =>yes, the broken pieces will be sent together. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/24/2026. D4 batch #: z7019l. Corrected data: d4 UDI #. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned device determined that the distal tip of the blade was broken off and returned with the device. The remaining blade portion was scratched, with evidence of contact with metal either in or out of the operative field. During functional testing on energy systems, an alert screen was displayed, and the device stopped activating. The probable cause for these activation issues and alert screens is blade damage. Disassembly of the device verified the condition of internal components and found no anomalies. Additionally, a photos was provided and they showed the condition of the reported event. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples, or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage, resulting in activation issues such as failing the pre-run test with the generator and displaying alert screens like "remove instrument from patient," "blade error detected," or "relaxed pressure on blade," followed by a "replace instrument" screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch z7019l, and no non-conformances were identified.